Manufacturer narrative:
(B)(4). The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented in a high risk status. During the procedure of the 80% stenosed proximal to mid left anterior descending (lad) artery, balloon angioplasty was performed, reducing stenosis to 30% with resulting haziness noted. The first long stent [3.0x28mm vision] would not pass and acute vessel closure was noted. The patient became critical. Multiple balloons and stents, including a 3.0x23 vision stent failed to cross the lesion. Integrilin and heparin were administered. The patient experienced ventricular fibrillation arrest, which was successfully treated with defibrillation and intubation. Four bare metal stents were successfully implanted and the patient showed improvement with restoration of flow to the vessel. An intra-aortic balloon pump was placed for circulatory support. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was obtained: the patient became critical after the initial percutaneous treatment, while waiting for the vision stent to be delivered. The vision stent did not cause or contribute to the patient decline. The 3.0x28mm vision stent failed to cross the dissection; however, two subsequent stents were implanted resulting in restoration of flow to the left anterior descending coronary artery and patient improvement. There was no additional information provided.